Event description:
Customer complained that pt's fingertip, punctured part, got swollen after puncturing and pt had persistent pain of fingertip. Also pt felt fingertip became cold. Pt used this fingertip. Also pt felt fingertip became cold. Pt used this product at pt's house. This is the reason that customer could not get more info including therapy and lot number. No sample, no photo no lot number available. Any further info could not be gathered. Source: (B)(4).